Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that intermittent falsely decreased alinity c sodium results have been reported out of the laboratory since approximately (B)(6) 2023. A physician complained regarding two patients, so the customer has performed a review of results since that time. The customer identified at least 32 patients with values below the customer's normal range of 135 - 147 meq/l. The customer stated that patients were sent to the emergency department (ed) or nephrology consult unnecessarily due to the falsely low results. The customer provided the following examples. Patient 1 alinity c sodium result: 108 meq/l the patient was sent to the emergency department (ed) where retesting was performed and the alinity c sodium result was 134 meq/l. Patient 2 alinity c sodium result: 118 meq/l. The patient was sent to the emergency department at a different facility where repeat sodium testing was 139 meq/l (method used is unknown). Patient 3 sample ID (B)(6). (B)(6) 2023. Alinity c sodium result: 119 meq/l, repeated the same sample with a result of 140 meq/l patient 4: alinity c sodium result: 122 meq/l, repeated the same sample with a result of 140.3 meq/l patient 5: alinity c sodium result: 118 meq/l, repeated the same sample with a result of 138 meq/l the customer requested service for the issue. An abbott field service representative (fsr) found a leaking 1 ml syringe on the alinity c ict pump. The fsr replaced all ict 1 ml syringes, valves and tubing. There was no unnecessary treatment given to any patient or any patient harm reported.

Event description:
The customer stated that intermittent falsely decreased alinity c sodium results have been reported out of the laboratory since approximately (B)(6) 2023. A physician complained regarding two patients, so the customer has performed a review of results since that time. The customer identified at least 32 patients with values below the customer's normal range of 135 - 147 meq/l. The customer stated that patients were sent to the emergency department (ed) or nephrology consult unnecessarily due to the falsely low results. The customer provided the following examples. Patient 1 alinity c sodium result: 108 meq/l the patient was sent to the emergency department (ed) where retesting was performed and the alinity c sodium result was 134 meq/l. Patient 2 alinity c sodium result: 118 meq/l the patient was sent to the emergency department at a different facility where repeat sodium testing was 139 meq/l (method used is unknown). Patient 3 sample ID (B)(6) (B)(6) 2023 alinity c sodium result: 119 meq/l, repeated the same sample with a result of 140 meq/l patient 4: alinity c sodium result: 122 meq/l, repeated the same sample with a result of 140.3 meq/l patient 5: alinity c sodium result: 118 meq/l, repeated the same sample with a result of 138 meq/l the customer requested service for the issue. An abbott field service representative (fsr) found a leaking 1 ml syringe on the alinity c ict pump. The fsr replaced all ict 1 ml syringes, valves and tubing. There was no unnecessary treatment given to any patient or any patient harm reported.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing multiple parts including the 1ml syringes and the alinity c sample probe screw ((B)(4)). No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed one additional service ticket associated with discrepant/erratic sodium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.